Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. The actual device was returned for evaluation and determined to be functioning according to product specifications. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
It was reported by a patient/user of the fmc peritoneal dialysis (pd) liberty cycler that they were having drain complications with the cycler. It was also reported that the patient developed peritonitis.